Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination was performed on the returned device. It was noted that one of the blades and pad was detached from the balloon material. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was inflated to its rated burst pressure with no leaks or issues noted. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. No issue was observed with the tip or markerbands of the device. A visual and tactile examination identified no issues with the shaft of the device. No other issues were identified during the product analysis.

Event description:
T was reported that blade damage resulting to dissection. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified isovolumetric vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. Upon dissection and removal from the body, the device was deflated and pulled back into the sheath. However, there was some resistance because the sheath and balloon were angled instead of coaxial. It was slowly removed from the body, and one of the blades was half rolled up. After that, the rolled-up blade was peeled off from the balloon and visually checked. The procedure was not completed due to this event. There were no patient complications as a result of this event. It was further reported that dissection did not occurred.

Event description:
It was reported that blade damage resulting to dissection. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified isovolumetric vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. Upon dissection and removal from the body, the device was deflated and pulled back into the sheath. However, there was some resistance because the sheath and balloon were angled instead of coaxial. It was slowly removed from the body, and one of the blades was half rolled up. After that, the rolled-up blade was peeled off from the balloon and visually checked. The procedure was not completed due to this event. There were no patient complications as a result of this event.